Manufacturer narrative:
This device is used for treatment. Review of the device history records for the femoral and patellar components did not identify any deviations or anomalies. A product history search identified no other complaints for the part and lot combination of the femoral or patellar components. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Returned x-rays appear to show radiolucent lines under the anterior flange of the femoral component. Reported information indicates that all components were revised. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #00597206529, nexgen all poly patella, lot #62418728 - manufactured by zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent a revision due to pain.